Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely silver, preventing interaction with the graphics and text. Customer's blood glucose was 166 mg/dl. Reportedly, customer reverted to insulin injections for insulin therapy.